Manufacturer narrative:
Details regarding this issue were clarified on (B)(4) 2014. The device is being investigated at the mfg site. When the investigation is complete, a supplemental MDR will be filed. Internal complaint number: (B)(4).

Event description:
A reservoir volume higher than expected in the pump was observed. The first refill visit had the correct reservoir volume. The second refill visit one month later, had a reservoir volume higher than expected. The pump was explanted from the pt on (B)(6) 2014.